Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Clarification was received on (B)(6)2019 that confirmed the device was returned under an unrelated complaint number. Investigation and evaluation is ongoing.

Manufacturer narrative:
Update to PMA/510k. The annulus was not very calcified. The delivery system was returned to edwards lifesciences for evaluation after being used in the procedure. Per visual inspection, the balloon burst was radial and longitudinal. The inflation balloon was inverted over the nose tip and the spring was stretched. There were slight gouges on the flex tip and scratches along the shaft. There was a kink on the proximal balloon shaft due to packaging. Balloon single wall thickness measurements were taken with a digital blade micrometer as a wall thickness being out of specification could contribute to the complaint event. All measurements met specification. The reported events were confirmed based on the condition of the devices, but no manufacturing nonconformities were found in the returned sample. Review of, dimensional and visual inspections revealed no indication of non-conformances. Per complaint follow up, the patient¿s vessels were described as ¿not very calcified¿. However during inspection of the sheath during engineering evaluation scratches were found along the shaft. Scratches are indicative of the sheath making contact with calcification. A detailed root cause analysis for similar returned complaints has been summarized in the technical summary that  provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). In this case, a balloon burst would have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile would have likely become caught on the tip of the sheath. The extra force exerted to overcome the withdrawal difficulty may have contributed to complaint event. Available information suggests that patient (calcification) and/or procedural (withdrawal of a ruptured balloon) factors likely contributed to the complaint events. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing, pending the device return.

Event description:
As reported by our affiliates in (B)(6), during the deployment of the 29mm sapien 3 case by transfemoral approach in aortic position, the commander balloon burst. Despite this, the valve was well deployed with good result. While retrieving the commander delivery system, the balloon got caught inside the esheath and therefore sheath and commander was removed together, but no patient injury occurred. The device will be returned.